Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the post-operation check, it was discovered that the right atrial lead dislodged. A revision was advised however, the patient refused. Programming changes were performed. The patient was discharged.